Event description:
International affiliate reported that the device failed to drain two days after the device was placed in service. The device was exchanged five days later. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.